Event description:
According to the reporter, during pre-dialysis disinfection procedures of the chronic catheter used for hemodialysis, a crack was observed in the venous luer adapter. A tego was not utilized. The insertion site was not treated prior to product placement. The doctor on duty was informed, and subsequently, the catheter was repaired by replacing the connector as necessary, and they continued to observe the initial disposition. After the repair, treatment was proceeded with and completed. The event did not lead to or increase dialysis complications. It was confirmed that there was no blood loss as a result of the event, and no blood transfusion was required. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.